Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two other prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
According to the sales rep, 21f sheath was removed from a large-hole access site 8f sheath was inserted and a prostyle device was used alongside cuff miss occured 3 times fourth prostyle was used and another prostyle was inserted to 8f sheath to achieve hemostasis. So hemostasis was achieved with 2 prostyle devices. Post-close procedure was used to prevent infection because it was unknown when impella could be removed. Send another rfi if you still need additional information. Used for removal of impella. Due to the large sheath, prostyle was used after 8f sheath was inserted. Cuff miss occurred with three prostyle devices. Hemostasis was achieved with the fourth prostyle device. It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a coronary intervention with impella support using a 21f sheath. Reportedly, no pre-close technique was used in a large-hole access site. The 21f sheath was removed and an 8f sheath was inserted. Three prostyle devices were deployed alongside the 8f sheath that was not removed. A cuff miss [suture retrieval issue] was noticed for all three devices. A fourth prostyle device was used to achieve hemostasis.